Manufacturer narrative:
No further information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that noise was observed on the chronic atrial and right ventricular (rv) leads. The noise resulted in oversensing with pacing inhibition. The patient is a complete heart block patient, but did not feel any symptoms. Boston scientific technical services (ts) reviewed the events and noted the noise appearance was similiar to minute ventilation (mv) oversensing, but this was not confirmed. There was an increase in atrial impedances (no greater than 1500 ohms), but his did not coincide with any episodes stored. Ts noted the noise representation could also be emi or a start of a lead problem (as leads are 19 years old). The field representative did not perform isometrics in case of a lead problem while not being in a clinical setting (patient was being tested in his residence). The field representative did confirm the only electronic item the patient uses in his home that may cause interference is an electric blanket/pad on his shoulder. The rep tested for emi with this source, but noise could not be reproduced. The mv feature was turned off and the plan is to monitor the patient through remote home monitoring for one month. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative was contacted after one month to confirm if there was any new information. The field representative confirmed there have been no new events since the last reset. The plan is to continue normal monitoring. The field representative will provide any updates should there be any new episodes of noise.